Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory, product ID hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-jun-2023, UDI#: (B)(4). H3: analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient stated both of their handset and communicator charging ports were loose, so they had difficulties getting them to charge. It was noted that they have been using the same cords they got since surgery but recently the handset has been saying the cord was not recognized by the handset when they plug it in, but they try to move the cord around until it beeps and then it can try to take a charge. The patient stated for the communicator, ¿I wiggle it until it runs, and I push something up against the back of it, so the cord did not come out.¿ the company representative suggested the patient to callin for a new equipment. An agent called pt back and left voicemail to confirm their address. On 2024-02-05, rpl 415747 [communicator] rpl 415746 [handset] (con) documents contain no new information. Additional information received from a consumer (con) stated that they got the replacements and requested assistance pairing the new equipment. During the call, the patient successfully paired the equipment to their pump. Additional information from the patient was recieved and stated that the cause of the handset and communicator charging port being loose was not known. The patient stated that the issue had resolved due to new communicator and equipment that were given, "working well at the time".